Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 42%, donor 2 hct: 50%. Testing results: donor #1: retention meter and master lot strips: 2.1 inr , returned meter and customer strips: 2.2 inr . Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and customer strips: 3.0 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4). At 9:23 a.m. The meter result was 4.1 inr and at 9:29 a.m. The meter result was 7.1 inr. The patients therapeutic range is 2.0-3.0 inr.